Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high capture thresholds. The sense/pace portion of the lead was previously capped and replaced. The lead was now completely capped and replaced. No patient symptoms were reported.